Event description:
Procedure type: prostatectomy. According to the reporter: the balloon did not inflate correctly and then it popped. A new instrument was used to complete the procedure. No patient injury was reported.